Event description:
String came unattached... Had to go to the ER to get tampon removed [foreign body in reproductive tract] . Uncomfortable - vagina [vulvovaginal discomfort] . Uncomfortable to use - tampon [medical device site discomfort] . Unwoven string came unattached- tampon [device breakage] . Case narrative: consumer reported via email that the tampon string came unattached. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String came unattached... Had to go to the ER to get tampon removed [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Uncomfortable to use - tampon [medical device site discomfort]. Unwoven... String came unattached- tampon [device breakage]. Case narrative: consumer reported via email that the tampon string came unattached. No serious injury was reported.

Manufacturer narrative:
An investigation is in progress for returned product received on 6/20/23. The product path changed from tampax/tampons/pearl/full size/ultra to tampax/tampons/pearl/full size/ultra/unscented/45ct.

Event description:
String came unattached... Had to go to the ER to get tampon removed [foreign body in reproductive tract] uncomfortable - vagina [vulvovaginal discomfort] uncomfortable to use - tampon [medical device site discomfort] unwoven... String came unattached- tampon [device breakage] case narrative: consumer reported via email that the tampon string came unattached. No serious injury was reported.